Event description:
It was reported that the patient dropped the pump, leading to a malfunction alarm identified as "malf 9." There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The malfunction code was reset, and it did not recur.